Manufacturer narrative:
1/10/97 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Additional data entered in d9. The clinically applied stapler was returned ndn evaluated. Damage was observed to the gear handle teeth. Co cannot reliably determine the exact cause of this difficulty reported or the damage observed as the clinically applied disposable loading unit was not returned for evaluation.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. The pt injury was reported.